Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Associated medwatch: 1221934-2018-52297. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during a rotator cuff repair that the suture bridge on two of his healix advance knotless br 4.75mm anchors broke when the surgeon was tensioning to tie the suture. The surgeon completed the procedure with a 3rd same type, same size anchor in the same bonehole. All broken pieces of the two implants were removed. The sales rep reported that the surgeon was using 1 piece of fibertape at the time of the suture bridge breakage. The sales rep reported that the bone hole was prepped with the purple awl and the patient had medium bone quality. The sales rep could not confirm if the anchor had cheeswired or not but did say the stay suture was still attached at the time. The sales rep confirmed that there were no patient consequences. There was a 10 minutes delay in the procedure. The customer already discarded the complaint devices.